Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a dent in the front edge of the case, but no anomalies were observed that would contribute to the previously reported high shock lead impedance measurements. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this device was explanted for an unrelated product performance issue reported in report number 2124215-2016-00010. During the procedure, defibrillation threshold testing was done with the new device and the measured shock impedance was found to be in range of normal values. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated of another red alert being detected due to high shock lead impedance measurement. The patient was closely monitored for recurrent red alerts and the physician is well aware of the issue and believed that the lead is doing fine. Invasive shock impedance measurement was 98 ohms. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the device nurse had decided to observe the patient for now. However, the patient ended up receiving an appropriate shock over the past weekend and ended up in the hospital. Shocking lead impedance was 96 ohms for that episode and it successfully converted ventricular tachycardia (vt). The episode was added in patient's data. Also, the shock acted as a defibrillation threshold (dft) test and showed that the lead was working properly.

Manufacturer narrative:
--